Manufacturer narrative:
Complaint forwarded to the MFR (mediland) for their investigation and resolution. There have been no reports of this type of occurrence in the north american market. The event table was shipped direct to the facility from mediland in taiwan. A steris tech visited the hospital on sat (2008) and checked the table. It was found that the oil hose pipe was damaged and oil was oozing from the pipe leading to this incident. This damage of pipes were due to constant rubbing of the oil hose against the shroud cover. This is the table which was involved in the incident. The following parts were changed: 8 hydraulic hose. A capacitance was changed with 10000uf capacitance. Lower shroud was changed with a new shroud which was different in design from the old one. Refilled hydraulic oil.

Event description:
During surgery in 2008 at 10:30 p.m. In table in ot 4-ortho ot, the table suddenly tilted to one side & pt was about to fall. Their ot staff managed to hold the pt physically and the operation had to be called off. A steris tech visited the hospital on the next day, and checked the table. It was found that the oil hose pipe was damaged, and oil was oozing out from the pipe leading to this incident. This damage of pipes were due to constant rubbing of the oil hose against the shroud cover.